Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient presented today with a restore battery that had been dead for years. The patient explained that she just stopped trying to use it and then "left it on the backburner" for awhile. She and her dr decided to try replacing the battery to get her back up and running again with our newer battery. We were unable to read impedances at surgical consult appointment due to dead 37714. The 37714 was explanted, and the 97715 was connected to existing cervical paddle lead from 2015. When hcp connected that lead to the battery, the impedance report showed high impedances. Rep relayed this information to dr (B)(6) and offered percutaneous 977a275 leads to replace. He responded that he did not think a lead revision had been approved by her insurance. The 97715 was implanted connected to the 2015 lead and we closed. In post op, rep only programmed with electrodes 0 and 8 due to impedance report. The patient got coverage down left arm and shoulder, which she was happy about. This was her original pain area when the lead was placed in 2015. Now, she also would like stimulation down her right arm as well. Was unsuccessful using the 0 and 8 electrodes to get right sided coverage. Plan is to join her post op appointment on (B)(6) 2023 with dr (B)(6) to explore options, including lead revision and reprogramming current lead.  Issue is ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Product ID 97715, serial# (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Product ID 97715, serial# (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient was having the lead replaced because all the impedances were out.